Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was further reported that during a reposition attempt, the stylet was unable to advance more than 10 centimeters into the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. It was noted that the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage. Concomitant product: sesr01, implantable pulse generator (ipg), (B)(6) 2013. (B)(4).